Event description:
It was reported that removal difficulty occurred. A 190cm filterwire ez was selected for use. However, during device removal, it was noted that the device was unable to withdraw smoothly. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath, moreover the spring tip was bent and stretched. Also, the original pouch was returned, and it was observed that the pouch information matches with the complaint information. No other issues were identified during the product analysis.

Event description:
It was reported that removal difficulty occurred. A 190cm filterwire ez was selected for use. However, during device removal, it was noted that the device was unable to withdraw smoothly. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.